Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet wake/sleep button became intermittently unresponsive, with episodes occurring multiple times per day, which impeded the user¿s ability to access the device and respond to alerts; the issue temporarily improved after a restart but recurred and worsened, and a video was provided for assessment. Symptoms included difficulty activating the device interface to manage therapy and acknowledge alerts. Outcomes included inconvenience and interruption of routine device interaction without injury or hospitalization. Investigation included customer support troubleshooting guidance and logistical steps for device replacement with return of the original unit and inspection of the returned device. Failure investigation revealed no fault found with the device.